Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus service operation repair center (sorc). During the incoming inspection by sorc, the reported phenomenon was duplicated. Additionally, failures of the filter and the s-socket sensor were found. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Eight years or more have passed since the subject device was manufactured. There are service records for the subject device. The main switch and the ignitor of converter were replaced in (B)(6) 2014 and (B)(6) 2019, respectively. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the inspection, there is the possibility that the reported phenomenon was attributed to the failure of the lamp, the filter and the s-socket due to aging deterioration.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, error e103 which indicated that the subject device was broken down occurred. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated. There was no report of patient injury associated with the event.